Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing non sustained tachycardia episodes with oversensing of durations less than 1 second in the right ventricular lead. The lead remains implanted. There are no patient complications reported as a result of this event.